Manufacturer narrative:
(B)(4). Date sent: 7/10/2020. H1: MDR decision: the MDR decision is now not reportable. H2: additional information received from affiliate: did the device only drop and eject unformed clips without device being fired? Or did the device fire clips that were malformed? And did these malformed clips also not hold on vessels? And did the device also drop and eject unformed clips without firing? Answer: the device only drop and eject unformed clips without device being fired. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is now being considered not reportable to the u.s. FDA.

Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic hepatectomy, after clamping the clips, the clip could not close properly and fell off. Device also could not hold the clip, so "device never fire." There was no issue with bleeding and a blood transfusion was not required. Changed to another device to complete the procedure. The procedure was not altered as a result of the event and there was no patient consequence reported. No additional information could be provided.